Manufacturer narrative:
(B)(4). Date sent: 3/31/2026. D4: batch # a97a53. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low colostomy closure, the eea stapler was connected and fired, but the stapler cut and no staples were deployed. No staples were visible anywhere in the tissue, either proximal or distally. The entire anvil was immediately visible after firing, consistent with the stapler cutting without staples deploying. At this point, further dissection would increase risk of pelvic nerve injury and may require a coloanal anastomosis. It was decided this would be best managed by a colorectal specialist, so elected to abort colostomy reversal and bring up a colostomy again. Eea stapler was positioned in the rectum, anvil opened and mated to the colon appropriately. Stapler closed with marker in green zone. Safety removed. Stapler fired once with lever to the stapler body. No crunch felt or heard, only a click. The stapler was opened with two cuts ends with no staples. No staples seen in the device either.